Event description:
The end user was rising from a sitting position and fell when the folding button came off and the walker collapsed. He fractured his wrist.

Manufacturer narrative:
The wife reported that her husband rose from a sitting position, started walking and fell. He fractured his wrist. She stated the fall was not witnessed. The folding mechanism on the top of the walker apparently came off and the walker collapsed. The sample was not returned for evaluation. No photos were sent. The overall condition of the device is not known. We do not know if the device was fully secure in the open position prior to the incident. We have no trend for this issue with this device. A root cause has not been determined but we cannot rule out the possibility that the end user may have fallen onto the walker.